Event description:
It was reported that the customer had a blank screen on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was transfer to helpline for further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.